Event description:
It was reported to lifecell that no implant was present when the intact packaging was opened. There was no prior evidence of package disruption. No adverse patient impact. This complaint was evaluated as a packaging problem with no serious injury. Lifecell is now reporting this incident as a malfunction, as out of box failure, that could contribute to a serious injury if the event were to recur and there was not another device present to complete the procedure. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of evaluation: examination of returned packaging. Review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results of evaluation: review of the device history record revealed no deviations related to the nature of this complaint. At the time of the initial complaint investigation, of the (B)(4) devices processed for lot t00014, all (B)(4) devices were distributed. As of (B)(4) 2011, there were no other similar complaints reported to lifecell against lot t00014. Production investigation determined two potential root causes: one piece was documented as scrapped. It is possible that the pouch for the scrapped piece was sealed in error and a pouch with a graft present was discarded. Two grafts were mistakenly sealed in one pouch and one pouch was sealed empty in error. Lifecell procedures had been updated since the production of this lot and would prevent this event from occurring. Internal production investigation did not identify a definite root cause for this incident although the investigation demonstrated this to be an isolated event.